Manufacturer narrative:
The reported event was lead dislodgement final analysis found that as received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. It was discovered during the post-procedural examination that the right ventricular lead had been dislodged. The lead was explanted and replaced. The patient was in stable condition.